Event description:
It was reported that the patient underwent an acdf using rhbmp-2/acs and, a peek interbody cage, and anterior plate fixation for cervical radiculopathy. On pod 2, the patient presented to the ER for concerns of neck swelling. There was no airway compromise. The patient was admitted for observation after a vasovagal syncopal episode during insertion of an intravenous catheter. He was given methylprednisolone and discharged the following morning.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.